Event description:
The iab was inserted into the patient on 9/16/97 at 5:00 p.m. And removed on 9/16/97 at 11:30 p.m. The iab did not malfunction. A vascular surgeon was consulted. Removal was required and the patient's pulse decreased. (Event complications: removal required/pulse deceased -) reported 10/7/97. (Pt's current status: discharged-rpt'd 10/7/97.)